Event description:
It was reported the system failed to generate fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.